Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in an inappropriate shock. An x-ray was completed, however was noted to be inconspicuous. The patient was then hospitalized and remains in service. No additional adverse patient effects were reported.